Event description:
The customer's finger was pricked by the axsym sample probe while performing the probe clean maintenance procedure. Is finger bled. The axsym analyzer was in operation when the finger prick occurred.

Manufacturer narrative:
Internal identifier (s): 060/1-211634291. No trent was identified during review of june 2008 complaint trending reports for the axsym system. The injury was due to operator error. The axsym analyzer was in operation while the customer performed probe cleaning. The axsym operations manual ( list number 09a26-06,69-4607/r9), section 8: hazards/sampling center/sampling pipettor cover cautions the operation that "to avoid risk of physical injury or damage to the system, pause the sampling center before opening the sampling pipettor cover. Wait for the sampling center to come to a complete stop, and the system status field to display paused, before accessing the sampling center, "section 9, service and maintenance, states that while performing any service or maintenance procdure. Please adhere to the following safety warning: wear gloves, safety glasses, and a lab coat. Follow appropriate biosafety practices, section 7, operational precautions and limitations/hazard types: biohazards, identifies probe handling and replacement as potential exposure to potentially harmful substances. Section 8, hazards/sampling center/sampling pipettor probe provides a warning of the potential biohazard and instructs to use caution when handling the probe as it is sharp, potentially biohazardous, amd may cause physical injury. Section 8, hazards/procedural hazards, cautions the operator during daily, weekly and additional to wear gloves and to follow appropriate biosafety practices. The customer is repeatedly warned regarding the biohazardous nature of the instrument, components, and samples. Customers are instructed to use personal protective equipment at all times while around the instrument, and they are notified that probes are sharp and may cause physical injury if touched. Operators are also instructed to follow directions exactly to reduce the occurrence of potential hazardous conditions. This is the final report.